Event description:
It was reported that on (B)(6) 2023, the patient underwent orif surgery for proximal humerus fracture with locking screw. When the locking screw in question was opened during surgery, the screw head was damaged. Therefore, the surgeon used a screw made by another company. The surgery was completed successfully without any surgical delay. Patient is stable. This report is for one 3.5mm ti locking scr slf-tpng w/stardrive recess/28mm-ster for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: initial reporter is j&j company representative h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ø3.5 self-tap l28 tan presented deformation at the head. However, package was received opened with the device outside. It is not possible to confirm if the device was damage upon receipt since the device was not received in original, undamaged packaging. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. Following investigation was performed by the supplier. The product was received on 09.01.2024 in a origin, opened depuy synthes box. The packaging was torn open on the perforated side and the side. The plastic window from the cardboard box is missing. Label and the complaint part were in the box. The screw is laser etched and the laser etching is good readable. The screw looks good, except for the screw head. The screw head is strong crushed and show a crack beneath the screw head. In the thread from screw head are residues visible. In the interior of the carboard box are strong impressions. The features concerned to the complaint have been checked and the screw head is crushed and corresponds not with the drawing. But the laser etching on the screw head is well positioned. That means that the damaged on the screw head was happened after laser etching and not during mechanical processing. If the screw head was wrong produced, the half laser etching were not on the screw head visible. The part went over pacman, that means, that pacman the part sort out, if the screw head was not correct. After laser etching were process step how packaging for steril, check the documents, lot release, preparing crushed the screw heads so hard is unlikely. Residues from the blister (packaging) are visible in the head thread and in the interior of the carboard box are strong impressions, what is a sign that the screw head was crushed when the screw was already packaged. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint point : the screw head was damaged: is confirmed, but it can be excluded that it was an error during the production step by jabil. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Reviewed. Dimensional inspection: n/a. Device history a manufacturing record evaluation was performed for the finished device. Product code: 412.110s. Lot no: 695p673 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11/03/2022 manufacturing site: jabil grenchen. Expiry date:01/03/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.